Manufacturer narrative:
The returned device was evaluated and the device was received deployed. The exposed portion of the soft cannula was observed to be kinked. The timing and cause of this damage could not be determined. Although damage was observed to the exposed portion of the soft cannula, fluid was able to flow through the entire fluid path with no issue. Inspection of the download data and phb data showed no evidence of issues with insulin delivery.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 400 mg/dl.